Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. The root cause was identified to be a loose connection. This issue is being investigated through CAPA. A batch review was not performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 3 of 4 on the homechoice machine(hc). The home patient(hp) stated she woke up and noticed her connection was loose. The technical service representative(tsr) assisted the hp to close the clamps, cycle power to clear the alarm, and then advised the hp to discard supplies and finish with a manual exchange. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.